Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and mesh was implanted. Approximately twelve to eighteen months later, the patient required a re-operation. During the surgery, it was noted that there was a rip in the middle of the mesh. Additional information requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.